Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery stystem. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
The user facility provided additional info stating there was no pt impact/injury associated with this event.